Manufacturer narrative:
Visual inspection of the returned component found that the dovetail feature was compressed on one side near its tip and flared out on both sides, while the inferior surface of the device was compressed along its periphery on one side and gouged in front of the tip of the dovetail feature. Dimensional inspection found that the width and height of the device as well as the midline thickness between the inferior and condylar surfaces were all within specifications. The device history records for the articular surface were reviewed with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface component. The compressed dovetail feature indicate that the articular surface was not correctly placed and oriented before pushing it with the inserter instrument. The flared portion of the dovetail feature and the compressed and gouged marks on the inferior surface probably result from the removal of the component from the tibial plate. It is likely that the mating problem encountered is related to surgical technique.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface did not seat properly on the tibial component.